Event description:
It was reported patient was experiencing pain and instability, and subsequently, he was revised due to femoral loosening approximately 9 months post implantation.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - femoral component option for cemented use only size e right catalog# 00588001502 lot# 62935227, distal only femoral augment block catalog# 00599003521 lot# 63108285, distal only femoral augment block catalog# 00599003521 lot# 07886978, articular surface with hinge post extension screw enclosed do not discard size e 26 mm height catalog# 00588005026 lot# 62775414, tibial component precoat size 4 catalog# 00588000400 lot# 63108193, tibial full block augment precoat size 4 10 mm thickness catalog# 00588000410 lot# 62925328, trabecular metalar tibial cone, medium 36x31mm catalog# 00545001336 lot# 62528792. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-04050, 0001822565-2017-08366, 0001822565-2017-08367.

Event description:
It was reported that patient was revised due to femoral loosening approximately 9 months post implantation.